Event description:
It was reported that the user experienced recurring low glucose before supper, subsequent nocturnal hypoglycemia, and variable morning glucose with episodes of both hyperglycemia and hypoglycemia while using the ilet with a cd infusion set; available reports noted a nocturnal glucose of 63 mg/dl without symptoms and a daytime high of 198 mg/dl without symptoms, and oral glucose was used as treatment. Symptoms included hypoglycemia without reported clinical manifestations and hyperglycemia without reported clinical manifestations. Outcomes included transient low and high glucose events without hospitalization. Investigation included review of user-provided reports and images. Investigation of this case revealed an undetermined cause for both the hypoglycemic and hyperglycemic events with no device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.